Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05-sept-2019 with the following findings: the original complaint of an alarm issue was unable to be investigated due to no power to the pump which has been reported under medwatch 2531779-2019-04956. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.